Event description:
On (B)(6) 2025, a re-avr in a patient who had an sjm 27 mm implanted in 1989 was performed. After sjm valve was explanted, sizing was performed as follows: with size xl, white head of the sizer passed through with slight resistance. As such, perceval plus size xl was selected and implanted in the patient. Echocardiographic evaluation after occlusion release, revealed a slight gap on the n side of the valve and pvl at lcc. After re-occlusion, the area was examined under direct visualization and was repaired. This was followed by aortic closure after re-ballooning. Based on the post-occlusion echocardiogram, since no disappearance or improvement of the pvl was observed, the perceval plus was explanted, and epic valve size 27 was implanted instead. In the postoperative comments, it was noted that since the valve was undersized, further repairs or adjustments were deemed futile. No further information is available at this time.

Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Since the device was not returned to the manufacturer, further investigation on the device cannot be performed. However, from the document review performed, no manufacturing deficiencies were noted. Based on the judgement available, the valve was undersized. As such, cause of the event can be related to mis-sizing (use error). Should further information be received in the future, a follow up report will be provided.